Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. According to the additional information, the reported thresholds were not associated with the identified condition, and the cause of the high threshold remains unknown.